Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that multiple cartridge change errors occurred with multiple new cartridges. Customer's blood glucose level was 266 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.